Manufacturer narrative:
The condition of constant occlusion alarm when attempting to run the device was caused by a faulty mpu (micro processing unit) board. The mpu was replaced to correct the reported condition.(B)(4).

Event description:
During baxter device evaluation, a constant occlusion alarm occurred when attempting to run the device, which cause an interruption of delivery. There was no patient injury or medical intervention associated with this report because this event was found during device evaluation. No additional information is available.